Event description:
On 8/25/2021 zyno received a report that pump 500381 alarm settings reverts back to the previous setting after it is changed. The alarm still works, volume just reverts to the previous setting once it is turned off. Patient involved. Patient was not harmed.